Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery titled ¿minimum 10-year clinical and functional outcomes after arthroscopic bony bankart bridge for the treatment of bony bankart lesions¿. The study reviewed eleven (11) patients who underwent shoulder dislocation using arthrex fiberwire to address soft tissue approximation and/or ligation. During the fourteen (14) year follow-up period, one (1) patient experienced shoulder redislocation. Ref: hinz, m. Et al. Minimum 10-year clinical and functional outcomes after arthroscopic bony bankart bridge for the treatment of bony bankart lesions. J shoulder elbow surg 34, s57-s63, doi: 10.1016/j.jse.2025.02.002 (2025).